Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right atrial (ra) lead had high impedance along with oversensing which caused right ventricular (rv) lead pacing. The patient had multiple atrial fibrillation (af) episodes recorded. It was unclear if the rv pacing due to oversensing caused these episodes. The ra lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced onset of atrial tachycardia/fibrillation. The physician wanted to use the right atrial (ra) lead for anti-tachycardia pacing. However, it was noted that the ra lead exhibited both variability and spikes in pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.